Event description:
Baxter japan reports spike breakage after 2 month usage. No pt injury or medical intervention required.

Manufacturer narrative:
Received 1 used transfer set in reference to broken spike. Visual examination reveals that the spike shaft was broken off above the double sealing flange. Complaint issue confirmed.